Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9815 apollorf mp50, aspirating ablator, 50°, multi-port serial/batch number (B)(6) was received for evaluation. Upon visual inspection, it was noted that the tip of the probe was detached, and the exposed diameter was bent. Functional testing was not performed due to the damage to the device. The most likely cause of the reported and observed failure is user error, specifically applying excessive side-loading on the device, using the device to enlarge the surgical site or gain access to tissue, and/or the device colliding with other instruments during use. Directions for use. Dfu-0242-eor0_fmt_en. E. Precautions.5. Do not use excessive force when inserting or removing the rf probe. Do not insert the rf probe into an obstructed passageway. Patient injury and or product damage may occur. 6. Do not use an rf probe as a lever to enlarge the surgical site or gain access to tissue, which may result in a bent or damaged rf probe.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee arthroscopy the tip of the device got damaged. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.